Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 85% stenosed proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 1.5 x 15 mm nc balloon catheter. A 3.0 x 33 mm xience prime stent was implanted when a distal edge dissection occurred. A 4.0 x 15 mm xience prime stent was deployed to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.